Event description:
The reporter stated that they did meter to lab comparison tests, about an hour apart, in a fasting state for both tests. The meter reading was 101mg/dl, and the lab test result was 170mg/dl. Reporter did not have any symptoms. A control solution test was in range. No harm was alleged.